Event description:
The customer reported that they were unable to deliver sync cardioversion with internal paddles.

Manufacturer narrative:
The customer reported that they were unable to deliver sync cardioversion with internal paddles. Upon investigation of the complaint, it was discovered that the customer was using the internal paddles as a means of monitoring ECG. For successful delivery of sync cardioversion, both a means of monitoring ECG and a means of delivering the shock must be available. The customer was using the internal paddles for both in this case, and there was no ECG waveform from another source. The customer was contacted regarding this event, and the use issue further clarify with the customer. The device has been returned to service, and there have been to further reports of this symptom with this.